Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay and system were performing as intended, with no reagent or system issues identified. Data analysis indicated that the observed fluctuation in results, from 9.68e+001 cp/ml to target not detected (tnd), is consistent with expected variability at the low end of the assay's linear range. This variability can be attributed to the poisson effect, which affects particle distribution in aliquots. Additionally, sample handling factors, such as potential pipetting into the buffy coat or carryover of cells containing proviral dna, may have contributed to the low titer result. The root cause of the reported discrepancy was attributed to sample handling and technique. The controls and quality systems were confirmed to be functioning as intended.

Event description:
The initial reporter alleged discrepant results for sample ID (B)(6) tested with the kit cobas 6800/8800 hiv 96t ivd on the cobas 6800 system. The sample was aliquoted from the same edta tube and stored overnight in a refrigerator prior to testing. On (B)(6) 2020, a titer of 9.68e+001 cp/ml was generated for target 2. On (B)(6) 2020, target 2 was not detected (tnd).